Event description:
It was reported that in (B) (6) 2008, testing was carried out which showed 5 electrode channels with status "hi". From then on the number of hi channels has progressively increased. On (B) (6), 2008, testing was carried out again, which showed 8 electrode channels with status "hi".

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.